Event description:
CT gantry made noise during tilting. Svc engineer found broken screws on plate that holds counter balance weights. Additional screws broke during servicing of the equipment. All screws replaced.